Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-06289 pertains to the other device.it was eported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system on (B)(6), 2008. According to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.